Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a communication issue. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was known that the station was disconnected. A technical support specialist stated that the customer confirmed the station was working fine, and the issue was resolved. The system functioned as intended after the customer resolved the issue.